Manufacturer narrative:
The root cause could not be determined as the quote for service was refused, and a product evaluation is not possible. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.

Event description:
It was reported that the system lost power during a procedure. They wiggled the power cord, and it came back on. The site then taped the cord to the machine and lost power again. They used a backup system to continue. No patient impact or medical intervention reported.